Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the front panel display turned black. The device was used in combination with the olympus video system center otv-s190. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. Due to a cr board failure, the front panel display was black. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event was caused by a failure of the main board. The cause of the failure of the main board could not be identified. The device was not returned to olympus medical systems corp. (Omsc), and no abnormalities inside the device could be confirmed other than the reported phenomenon, so omsc could not surmise the cause. -the main board was failed. -there were no abnormalities inside the device other than the reported phenomenon. -the device was not returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the front panel display turned black. The device was used in combination with the olympus video system center otv-s190. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. Due to a cr board failure, the front panel display was black. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.